Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23mm bioprosthetic aortic heart valve was disabled after an implant duration of 13 years, 11 months, due to severe paravalvular aortic regurgitation and severe symptomatic aortic stenosis. A second device, a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. The patient was transferred to the intensive care unit, extubated, alert and oriented. The patient tolerated the procedure well. Patient was reported to be in critical condition.